Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial. There was surgical debris on product. Visual inspection found no visible damage to lens and presence of debris on lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -8.00/+1.50/104 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.